Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent a surgical procedure in the operating room to place a longer abutment on the internal fixture on (B)(6) 2013. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.